Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review of this pacemaker presenting electrogram (egm) due to concerns of possible pacing on or near the t wave. Upon review of the egm, it was confirmed that the pacing was close to the t wave. Ts also noted far field oversensing on the atrial lead channel. Ts discussed possible causes and recommended for the device to be evaluated further by the device treating clinician. No additional adverse patient effects were reported. This pacemaker and right atrial (ra) lead remain in service.